Event description:
Customer reported she received a button error and the insulin pump screen was freezing. Her blood glucose as 215 mg/dl. Customer did not recall significant events leading to the alarm. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response, due to corroded keypad traces. No unexpected freezing display anomaly was noted during testing. The insulin pump passed the self test. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.